Event description:
It was reported that during a percutaneous angioplasty treatment procedure, insertion difficulties occurred. Difficulty was noted while attempting to insert a non-bsc guide wire through the insertion tool. A kink was noted on the non-bsc guide wire. The procedure was successfully continued with another advantage 26 encore inflation device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause for this complaint is supplier design. Investigation of the issue found that the vendor process for hub to cannula transition is not optimized to produce the insertion tool part. (B)(4).